Manufacturer narrative:
H.6. Investigation: seventy-five syringe samples within three fully sealed convenience trays were received for evaluation by our quality engineer team. Each syringe was tested for signs of leakage past the stopper; however, leakage was not observed in any of the seventy-five syringes. A device history record review was completed for the provided lot number and for the sub-assembly lot numbers of lot 9091750. The review did not reveal any signs of non-conformance during the production process that could have contributed to the reported incident. Based on the investigation results, a cause for this incident could not be determined.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray leaked from the plunger. This was discovered during use. The following information was provided by the initial reporter: material no: 309703 batch no: 9091750. It was reported that solution is leaking from the plunger. Description: solution leaking from plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray leaked from the plunger. This was discovered during use. The following information was provided by the initial reporter: material no: 309703, batch no: 9091750. It was reported that solution is leaking from the plunger. Description: solution leaking from plunger.